Event description:
The procedure was a laparoscopic cholecystectomy. Reportedly, pneumoperitoneum was achieved and a trocar was inserted, followed by the laparoscope. Under direct visualization, the subject 5mm trocar was inserted. The surgeon felt the device advanced too quickly. A full thickness bowel puncture was observed. The bowel was successfully repaired laparoscopically, using two absorbable sutures. The pt tolerated the incident well and was discharged home.